Event description:
It was reported that after multiple punctures (four) to access the artery, and subsequent renal treatment, deployment of the 8f angio-seal device was attempted. Collagen was noted above the skin and hemostasis was not achieved. The physician was unable to tuck the collagen under the skin, and therefore removed the protruding collagen. Manual pressure was applied to achieve hemostasis. The pt had good distal pulses. A large hematoma later developed and a femostop was applied. The pt experienced a vasovagal response with decreased blood pressure, heart rate of 40, shortness of breath, and diaphoretic. The pt was given hespan and one unit of blood was transfused.